Manufacturer narrative:
One medfusion 4000 pump was received for the evaluation of the reported event. The pump was received with both seals intact and a cracked battery door. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The error history log, ehl, showed a primary audible alarm background test and also an acu watchdog as a sympathy alarm. To further investigate the reported event, a power up test was performed as well as an infusion/occlusion test. The reported issue could not be duplicated. The root cause could not be duplicated as the j9 connector was fully seated and properly glued. And there was no external damages or contamination to the interconnect board or speaker. In attempt to correct the issue, the j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connections, and the speaker was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a primary audible alarm background test. It is unknown if there was a patient involved.